Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, there was moisture ingress present behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: during investigation, a leak test was performed and failed due to a display lens leak. The pump powered up with auditory and vibratory alarms to a blank display. The pump cover was removed to find moisture corrosion on the power printed circuit board. A test display was installed and the blank screen persisted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.